Manufacturer narrative:
The unit had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. The unit could not perform the displacement due to a motor error alarm. The unit had a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm during basal and bolus. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.